Event description:
It was reported that the lead's fixation screw would not extend during implant, and when removing the lead a "cut/abrasion" occurred on the lead. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the helix was disengaged from the helical channel; the helix will not extend due to being over retracted. The full lead was returned and analyzed. It was observed that blood/body fluid was present on several conductors, the outer tubing overlay, and in/on the helix mechanism. It was noted the outer insulation was breached cut.